Event description:
A (B)(6) female patient's spouse contacted zoll customer support to report that the patient's battery pack was not charging . The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (will not charge) has been confirmed. As received, the battery would not charge when place in the charger or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.